Event description:
It was reported that caller experienced an issue where t:slim x2 pump battery would not charge and a power source alert appeared in pump history. There was no reported impact to customer¿s blood glucose level. Caller confirmed use of tandem charging cable and wall adapter, tried leaving pump connected to working outlet for at least 30 minutes, and pump began charging again with original charging supplies, so no further assistance was required.